Event description:
The customer is a new customer, and was called for follow up. The customer stated that she loves the device, but stated that she was hospitalized with low blood glucose levels last month, and was in a coma. The customer did express concern, and stated that she wanted to speak to someone about the issue. The customer's information was forwarded to the 24 hour helpline. Three attempts were made to speak with the customer about the hospitalization, but there was no answer. Voice mail messages were left for the customer to call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.